Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with a right common iliac growth (unknown diameter), which resulted in the right iliac limb device being pushed into the aorta. The physician plans to reline with an additional extension on the right side and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the right iliac artery sac growth of 6mm event and the right cranial migration of 60 mm (stent moved up into the sac) were confirmed. A type 1b endoleak was discovered of the right common iliac artery during a review of the 33-month post-implant CT (computed tomography) scan. Theses events are most likely user and anatomy related due to the bilateral iliac diameters of 31mm was off label on the pre-implant CT (computed tomography) scan(should 8-25mm) and concomitant product use (external iliac artery stents placed march 2018 is an off label condition). The final patient status was reported as doing well. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem. E1: initial reporter, name and address. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with a right common iliac growth (unknown diameter), which resulted in the right iliac limb device being pushed into the aorta. The physician plans to reline with an additional extension on the right side and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported. Additional information: clinical assessment identified a type 1b endoleak of the right common iliac artery. Re-intervention was completed. The physician elected to implant an iliac limb to treat this event. The final patient status was reported as doing well.